Event description:
Customer reported via phone, she was initially having sensor issues. During troubleshooting it was determined customer was experiencing high blood glucose of 400 mg/dl. No troubleshooting was performed for high blood glucose. Customer was advised to monitor the device and call back for any issues. The customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.